Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (B)(4) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten, and no evidence of a 128 alarm was found. The pump powered on with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The current draws were within specifications. A leak was found in the battery compartment. The pump case was removed to find moisture inside the pump on the battery canister along with the associated printed circuit board components. Unrelated to the original complaint, the battery compartment was cracked from the thread area to the case seal. Evidence of moisture was found inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.